Event description:
Impella was running fine once started on auto flow setting. After a few minutes it was noted that the impella had switched itself off somehow and had stopped running. Flow rate said off; it was set back to auto and it turned back on and began running again. Impella rep was called; switched the device and console.